Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2025, due to the need for treatment of a malignant tumor in the patient's right lung, a peripherally inserted central catheter (PICC) was placed via a peripheral vein. On (B)(6) 2025, a color doppler ultrasound examination of the upper limb veins revealed thrombosis in the left axillary, brachiocephalic, and subclavian veins, with significant obstruction of the venous lumen. Per physician orders, administered 0.4 ml subcutaneous injection of low molecular weight heparin calcium solution every 12 hours. Continuous monitoring will be maintained. The catheter tip position is confirmed accurate; catheter removal is not indicated at this time.